Event description:
The customer reported that the entire left side of the image is grainy. Evaluation indicated a horizontal bar artifact in the image. It is possible that the image was retaken, resulting in unintended radiation exposure.

Manufacturer narrative:
This MDR is being submitted retroactively as a result of an internal audit of complaint files conducted by (B)(4). Testing of the returned unit found that there was an abnormal output on the second tab from the right. The noise appeared in every image. No problem was found with the ref and di boards. Analysis results stated that the digital signal output from the amp-ic to the a board was abnormal. The service representative replaced the digital pcg (circuit board). The system was tested for all functions and met specifications. (B)(4).